Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage (hv) cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The fluoroscopy functions (ffb) pcb connections were evaluated, cleaned and reseated. The associated generator calibrations were also reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.